Event description:
At 8:30/a on 06/15/1999, the patient tested his blood glucose on his one touch ii meter with a result of 275 mg/dl. He reported feeling nauseous with vomiting and could not hold his head up. The patient was transported to the hospital by paramedics where at 9:15/a, a laboratory blood glucose of 800 mg/dl was obtained. He was admitted with a diagnosis of hyperglycemia and released 2 days later.